Event description:
Information was received indicating that a smiths cadd® extension set leaked from the filter. After the first incident, the extension set leaked again and the patient was admitted to the hospital. The patient's admittance to the hospital was due to the fact that he was on a medication that cannot be stopped or interrupted. There was no reported injury to the patient.